Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode underwent a septal myomectomy procedure which was noted to have caused significant changes to the electrocardiogram. This patient received an inappropriate shock (ias) post procedure in which the vector was programmed to alternate. This patient recently experienced another ias which was noted likely due to clipping. The morphology was noted to be very wide. A lux dx monitor was likely going to be placed. This electrode remains in service at this time. No adverse patient effects were reported.